Event description:
After plug in the digital controller to the spyglass cart, the cart doesn¿t recognize the controller. Manufacturer response for digital catheter, spyglass (per site reporter). Formal complaint filed by rep. A no charge replacement was delivered. Rep picked up complaint device and will return to vendor for investigation.